Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted six years, 11 months, underwent valve-in-valve procedure due to nonrheumatic severe symptomatic aortic stenosis. Patient presented with exertional dyspnea. Device performed as intended.

Manufacturer narrative:
Additional manufacturer narrative: added information to b2, b5, f10, h6. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have impacted the event.

Event description:
Through follow up it was learned a 26mm medtronic evolut pro transcatheter valve was implanted inside the 23mm valve. The patient tolerated the procedure well without any immediate complications. The patient was transferred to cvicu in stable condition. Patient was discharged on post operative day one in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.